Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a hospital patient had an oxygen desaturation due to a tear in the nasal cannula tubing of an acucare mask. There was no patient injury reported as a result of this incident.